Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion located in the moderately tortuous proximal right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was replaced with a non-boston scientific balloon catheter and the procedure was completed. There were no patient complications reported. It was further reported that the balloon ruptured during first inflation and was simply removed afterwards.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion located in the moderately tortuous proximal right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was replaced with a non-boston scientific balloon catheter and the procedure was completed. There were no patient complications reported.